Event description:
Patient was scheduled for a hysteroscopy with possible polypectomy and or d&c. The coral hysteroscope primed successfully and after accessing the uterine cavity the physician requested to use the smol resector to perform a visual d&c. After several passes with the resector the uterine cavity started to bleed and the fluid deficit started to slowly increase and eventually reached 750cc. At that point the doctor wanted to continue and changed the deficit limit to 1250cc (uterine pressure was maintained at set pressure during the entire procedure). After reaching 1100cc the doctor decided to stop the hysteroscopy (due to poor visibility) and opted to do a blind d&c. Eventually the blind d&c was aborted due to excessive bleeding and the patient was admitted to the ed due to excessive bleeding. Procedure was aborted due to poor visibility.

Manufacturer narrative:
The complaint device was not returned for investigation. Based on the review of the complaint, no malfunction was reported. Review of the lot history record indicated no non-conformances. Upon futher follow up with the facility, the facility indicated that the patient was stable and released from the hospital.